Manufacturer narrative:
The factory performed in vitro gas transfer performance and pressure drop on the returned unit no abnormality was found; all results were within factory specs. The routine manufacturing quality assurance test results were reviewed; all results were within spec. The cause of this incident cannot be determined.

Event description:
When pt put on bypass, activation clotting time was 526, oxygen pressure at 180. When cooling down to 27, normally 250-300 for someone who has hematocrit of 28. Premembrane pressure was 475 and post was 120. Oxygenator was running at 4-1/2l. It was decided to change out unit based on the poor oxygenation and high pressure drop.